Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 5ml ll syringe only mx bun had a scale marking issue. The following information was provided by the initial reporter translated from spanish to english: during the inspection of inputs, in the functional test of division of the syringe, 2 pcs are detected out of values above the milliliter and in the sub division test 9 pcs above 0.2 mm and 4 below 0.2 mm. Our test is by weight considering the density of water as 1g/ml to validate the volume vs. The divisions and subdivisions of the syringe. The balance is calibrated and the tolerance is 4%.

Manufacturer narrative:
Package received for investigation, however there were no samples inside. One photo received, through visual inspection, label of the collective box, confirming the code number (302553) and lot (2098020) reported was observed. No defects or issues observed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Physical sample is required to further analyze. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.

Event description:
No additional information